Event description:
A co's service engineer on site reported that there is residual positive control clinging to pipette tips after dispensing 50 ul of positive control during an hiv-1 p24 antigen assay. The root cause has been determined to be the software, diskette version 2.0. Investigation has shown that the software instructs the summit sample handler to dispense the initial 50 ul of positive control at an incorrect height. This caused a droplet to be possibly left on the end of the tip. No death or serious injury has been associated with this event.